Event description:
It was reported that because of an increase in a shoulder pain, an arthroscopic rotator cuff repair with laburm repair revision surgery was conducted, confirming that microraptor anchor had not failed since it was still in the glenoid and it was not in the joint. The patient outcome is ongoing. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The crfs provided were reviewed. However, without the requested clinical information, radiographs, revision report or the device a thorough medical investigation cannot be rendered. Based on the information provided, due to an increase in a shoulder pain, an arthroscopic rotator cuff repair with labrum repair, and revision surgery was performed. Per report, the procedure confirmed the microraptor anchor had not failed since it was still in the glenoid and it was not in the joint. There was no harm alleged to the patient or a reported delay in the procedure. Since the patient¿s outcome has been reported as ongoing, no further clinical assessment is warranted at this time. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.